Event description:
Medwatch report mw5098494 received on 12-jan-2021 reported that during the procedure, the subject catheter tip broke and caused a loss of blood flow to brain arteries. The patient is reported to have prolonged hospitalization, disability, permanent damage and life threatening consequences due to this event. No other information is available.

Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis and therefore the as reported defects cannot be definitely confirmed. That being said, the patient vessel occlusion can be confirmed based on the detailed event description and can be assigned procedural factors this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as reported catheter tip broken/fractured during use will not be confirmed, as this cannot be confirmed as the device was not returned. This will be assigned undeterminable.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
Medwatch report mw5098494 received on 12-jan-2021 reported that during the procedure, the subject catheter tip broke and caused a loss of blood flow to brain arteries. The patient is reported to have prolonged hospitalization, disability, permanent damage and life threatening consequences due to this event. No other information is available.